Manufacturer narrative:
Device passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device showed bolus delivery but the device did not deliver. Customer pressed act button and the device showed rewind complete but when the customer pushed act button to finish priming the device was unresponsive. Customer's blood glucose was 500 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.